Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the patient experience an infection? If yes, please provide results of cultures performed? =>no information. Were there any pre-existing signs / symptoms of active infection prior to surgical procedure? =>no information. Patient pre-existing medical conditions (ie. History of infection, reaction) =>no information.

Event description:
It was reported that a patient underwent a cesarean section procedure with a transverse incision on (B)(6) 2018 and an absorbable adhesion barrier was applied between the rectus sheath and the rectus abdominis. On (B)(6) 2018, fever and diarrhea were observed. Blood was collected on (B)(6) 2018. White blood cell count 12,000 /ul, crp level 19 mg/dl. Due to the possibility of infection and pseudomembranous enteritis, antibiotic and antiprotozoal drug flagyl® oral tablets were administered. Hospitalization period is extended. The doctor introduced the general hospital. The doctor used seprafilm® before and there was no problem for this patient. The doctor opines that the foreign body feeling is strong because this product is knitted. The medicine continued to be prescribed to the patient while following the treatment policy, and the patient¿s fever went down after one week. The patient has been already discharged from the hospital. The patient is coming to the hospital for one month check up on (B)(6). The surgeon commented that there was a high possibility the event occurred not because of the absorbable adhesion barrier but because of pseudomembranous enteritis. No additional information was provided.